Event description:
It was reported that during testing at the user facility the device kept spinning. As there was no procedure associated with this event, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The complaint for unintentional running was not confirmed by the repair technician and diagnostic engineer through functional evaluation, disassembly and visual inspection. Disassembly did not confirm a component failure that may have contributed to the event. Other components not related to the failure were replaced as part of preventive maintenance. The device passed all final inspection activities prior to return to the account.

Event description:
It was reported that during testing at the user facility the device kept spinning. As there was no procedure associated with this event, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.